Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that after the extension tube was connected during catheter placement it was noted that the catheter was "blocked" and the nurse was unable to infuse. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that infusion could not be conducted was confirmed, and the blockage appeared to be supplier related. One 4fr s/l groshong PICC was returned for investigation. The catheter was received with the stylet in the lumen. The two-piece connector was received separate from the catheter. A functional test confirmed an occlusion in the red connector. After bisecting the distal end of the connector, a molding defect was observed within the connector. The investigation record was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint of ¿the catheter could not be primed (occlusion)¿ was confirmed as supplier related. This defect or issue is originated at the molding process of red blunt connector. The cause of this condition will be address to supplier. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that after the extension tube was connected during catheter placement it was noted that the catheter was "blocked" and the nurse was unable to infuse. No patient injury was reported.